Event description:
It was reported that fiber stopped working during a photoselective vaporization of the prostate (pvp) procedure. A second fiber was used to continue the case. The procedure was completed without patient complications. Analysis identified a distal circumferential fracture at the glass cap that has the potential for forward firing.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap that has the potential for forward firing. The metal cap exhibited moderate debris adhesion on its surface, suggesting tissue contact. The glass cap was protruding from the metal, indicative of glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure and distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.